Event description:
Per the audiologist, the pt reported noise with the cochlear implant system in 2007. In the following month, two months later and five months later, electrodes found to produce unusual sound quality were removed from the sound processor program, temporarily reducing the "noise". Results of an integrity test, done in late 2007 and reviewed by cochlear personnel on two days later, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explantation/reimplantation is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.